Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device and additional information is in process. The cause of the event cannot be determined.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 4 years, 1 month due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Patient was in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.